Event description:
A report was received that the patient was experiencing discomfort at the pocket site. The patient underwent a pocket revision wherein the ipg was relocated. During the procedure, the lead was replaced due to suspected malfunction due to the lead was bent. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. The lead was explanted on (B)(6)-2013 due to suspected malfunction. The explanted lead was not returned to bsn as it was discarded by the medical facility. It is indicated that the lead will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.